Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, software version #: 1.3.2 h3, h6: software analysis was performed. It was found that there was insufficient information to determine whether a software anomaly contributed to the event. Codes b01, c19, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation device being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the site was having a hard time passing registration. A medtronic representative (rep) walked the site through all three registration techniques (tracer, 3-point touch, and patient reference frame), as well as avoiding the forehead region that was cut off. It took the site about 15 minutes to pass registration. The regular trace method and adding a touch point at the base of the columella after restarting the system worked. The registration accuracy was about 1.3mm. There was a delay of less than one hour. There was no impact on the patient's outcome.